Event description:
(B)(4). I was implanted in (B)(6) 2011, checked for correct implantation locations in (B)(6) 2011. In 2012 I started having really heavy/irregular periods so I was then put back on the birth control pill trivora to help with both issues. In 2012 is when my symptoms arose. Sex became painful, I would bleed and cramp during sex as well as after, and have since have a very limited sex drive. I get headaches daily, have pelvic and back pain that is sometimes stabbing in sensation. (This began in/around 2013) I have back pains so badly that it actually feels as though it's in my heart. I have a loss of motivation to do much of anything in life. I've gained weight that I can't seem to get off no matter what I do as far as exercise/eating healthy. I've had extreme fatigue as well as hair loss so much so that I've had my thyroid checked a couple of times. I have uti like symptoms more often then not and find myself urinating more frequently since having the procedure. I have every day pains and aches.